Manufacturer narrative:
One device was returned for evaluation in used condition, along with a connecting tube from another company. The samples were tested, and the issue was confirmed but the cause was due to incorrect use. The customer claimed there was an issue with connection of the connection tube into pilot balloon. Testing was performed and the issue during insertion of connection tube was detected. The connector of connection tube jumped from the pilot balloon valve as reported by customer. However, only a syringe should be used for inflation of the cuff, which is defined in the instruction for use. No lot history review was performed because no lot number provided.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the connection tube for the external pressure controller (intellicuff) came loose. The reporter stated that when inserting the connection tube into the pilot balloon, a phenomenon occurs where it gets pushed back out. The event occurred during use. There was no reported patient harm/adverse event.